Manufacturer narrative:
There is no indication that the implants contributed to the event. Additional implant revised: catalog number: 04-211-35101, lot number: 61434961, expiration date: 02/28/2015, description: porous patella.

Event description:
Event detail: it was reported that the patient experienced with a deep infection at approximately 6 weeks. The patient developed symptoms of infection and the wound spontaneously opened and was draining. The patient was placed on antibiotics, the symptoms persisted, no growth in the cultures taken. The patient received a revision arthroplasty on (B)(6) 2010. Preceding or contributing events: pre op diagnosis: osteoarthritis. Immediate actions taken: product replaced with another product.